Manufacturer narrative:
H10: the customer reported to the remote service engineer (rse) that although the battery was replaced, the battery did not charge, and the device turned off. The rse informed the customer that the power management (pm) pcba was faulty and organized onsite repair. A field service engineer (fse) was dispatched onsite and downloaded the significant event log upon arrival. The fse confirmed the reported issue and verified that the failing component was the pm pcba. The fse replaced the pm pcba per service manual. After successfully performing the required performance verification tests, the fse verified that the battery was charging, and the device successfully operated on alternating current (ac) power. The fse also confirmed that the device successfully operated and powered on the battery. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Pm pcba not charging the battery. Investigation is ongoing.